Manufacturer narrative:
Flashing medtronic logo display due to corroded pcb1 board and pcb2 board. Unable to verify battery loss issues due to flashing mdt logo. No blank display noted. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to flashing display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, cracked and stained keypad overlay, and cracked battery tube threads, cracked case battery tube, minor scratches on lcd window display, and faded serial number label. The p-cap/reservoir does lock properly. Confirmed flashing medtronic logo display after battery installation due to corroded pcb1 board and pcb2 board. No blank display confirmed. Confirmed minor scratches on lcd window display and serial number label damage. Unable to confirm battery loss due to flashing mdt logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported change battery alert, low battery alert every 12 hours and the pump loses power. The customer experienced hyperglycemia with blood glucose value of 325 mg/dl. The customer reported hyperglycemia was treated with manual injection. The event involved product(s) mmt-1884l, mmt-7040b, mmt-399a, mmt-332a. Troubleshooting was performed. The customer reported scratch screen/display window cover. The customer reported a blank display. Display returned after being blank for less than 30 seconds. Battery cap contacts were not damaged or corroded. The customer reported receiving a power loss alarm. The customer reported labeling issue and the serial number was worn off the pump. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-442ag, mmt-7040a, mmt-342g. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.